Event description:
It was reported that during use the customer was unable to zero the pressure waveform on the cardiosave intra- aortic balloon pump (iabp) unit. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device/: a getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the cardiosave intra-aortic balloon pump (iabp) unit and found that the end user tried to zero with the pressure pouch in line. When the fse moved the pressure line, a signal was observed on the screen. The fse stated that the issue had to do with an external pressure transducer problem and it was recommended that the customer prime the lumen to eliminate the clot, then a correct waveform was displayed. A supplemental report will be submitted upon completion of our investigation. The full name of the event site in was shortened due to field character limit; the full name is: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e1(site country), e2, e3, g3, g6, h2, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. Additional information: (B)(6). The full name of the initial reporter block e1 was shortened due to field character limit; the full name is: (B)(6). It was being reported that the during use cardiosave intra aortic balloon pump (iabp) had an issue regarding the "unable to zero the pressure waveform". A getinge field service engineer (fse) had evaluated the unit and it was being found that the problem was being linked with the iab inner lumen clotting. When the fse had moved the pressure line than he could clearly see a signal on the screen. After that the cardiologist primed the line, than a correct signal reappeared. Later it was being found that this problem was being linked with reference to the external pressure transducer. The unit was on patient. No patient harm.